Event description:
A customer contacted baxter's technical service center regarding a check heater line alarm that appeared on the homechoice (hc) display during day fill 1 / 1. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting, but the alarm repeated. The hp then revealed that she had disconnected a tube and blew into it. The tsr explained to hp that she had potentially contaminated her set up and she should end therapy and use all new supplies. The hp disagreed and said it was okay for her to do that. The tsr explained again to hp that she needed to start over, but the hp then stated that the hc machine was already filling up. The hp did not want to start over because, she had no fluid in her peritoneum. The tsr attempted to explain to hp she would have to bypass the initial drain. The hp did not start over with new set up. The tsr advised hp to end therapy and call the nurse. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Upon further investigation by baxter, it was determined that this is not an emdr reportable event. No further action will be taken.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available at this time. A follow-up report will be filed should any significant supplemental information become available